Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency department in a markedly reduced general condition with primary complaints of weakness. Their blood count showed significant anemia with a hemoglobin (hb) values of 7 g/dl. The patient was admitted. After substitution of erythrocyte concentrated, fresh frozen plasma (ffp) and coagulation factors on (B)(6) 2019 their hb was down again. A gastroscopy was performed and showed diffuse hemorrhage from the fundus and ulceration with active bleeding. A clip was placed and their hb was stable. On (B)(6) 2019 a new gastroscopy was performed which showed no more active bleeding.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient received the following treatments: 5 units red blood cells (rbcs) and 3 units fresh frozen plasma (ffp) on (B)(6) 2018; 1 unit of packed red blood cells (prbcs) on (B)(6) 2018; 3 units prbcs on (B)(6) 2018; 3 units prbcs on (B)(6) 2019; rbc on (B)(6) 2019; and 2 units prbcs on (B)(6) 2019. Suprarenin was also injected during clipping procedure.